Manufacturer narrative:
The product was not returned. All product and batch history records are quality reviewed, prior to product release. Associated products were not provided. It is unknown, if qualified products were used. The product investigation could not identify a root cause for the reported complaint. The reporting facility has not provided any further information. And has not responded to request for follow up. The file will be reopened if the sample is received or if information is provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure the lens scratched noticed. Additional information was requested.